Event description:
On 8/11/98, the facility's op coordinator informed the MFR's rep that the facility has encountered four problems with this product. The facility's op coordinator faxed the MFR four reports, one for each of the events. This report concerns the first event and states the following: on 5/18/98, the device was used for the first time. Able to aspirate blood and flush without difficulty. On 5/27/98 and 6/1/98, was unable to aspirate blood, but the device flushed without difficulty. Weekly chemo treatments given without problems (pt was unable to stay for x-rays on these dates). On 6/8/98 a chest x-ray was performed to confirm placement. The x-ray revealed that the catheter tip was in the superior vena cava no kinks or dislodgement noted. Urokinase 5000u instilled and left indwelling for 48 hours. On 6/10/98 urokinase and blood aspirated without difficulty. No further problems aspirating or flushing have been encountered. The report indicates that the device remains implanted. No further details were provided at this time.